Event description:
No flow was reported to have occurred during the use of an unknown secondary administration set. This occurred during patient infusion while using an unknown primary set and an unknown infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.